Event description:
It was initially reported that the pt was experiencing an increase in seizures and that her generator was believed to be dead. Add'l info was received indicating that the pt underwent a generator replacement procedure on (B)(6) 2011. Attempts for add'l info and product return have been unsuccessful to date.